Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Please see all related MFR. Reports #s 1221359-2022-00519 thru 1221359-2022-00525 and 1221359-2022-00596 thru 1221359-2022-00602 related to this event.

Event description:
Abbott rdx received an article titled "discordant sars-cov-2 pcr and rapid antigen test results when infectious: a december 2021 occupational case series." In the study it was identified that of the 30 individual times the patients were tested on the binaxnow covid-19 antigen self-test, 14 of them tested negative with the binaxnow covid-19 antigen self-test kit and positive with pcr. It was noted during the study, that 4 false negative results lead to the transition of covid to previously uninfected people, but the test used for those false negative results was not identified. According to the author, they identified a high-risk occupational case cohort of 30 individuals with daily testing during an omicron outbreak in (B)(6) 2021. The author reported that based on a viral load and transmissions confirmed through epidemiological investigation, most omicron cases were infectious for several days before being detectable by rapid antigen tests. The article states routine workplace covid-19 surveillance testing had been the key to reopening in-person businesses with job functions that have high-risk for sars-cov-2 transmission. However, the author stated that the real-world performance of covid-19 diagnostic tests needs to be reassessed for each new variant of concern. The article cites the FDA recently updated guidance stating that antigen tests may be less sensitive for the detection of omicron than previous sars-cov-2 variants. The author reports states: however, laboratory experiments cannot fully replace clinical study evaluations using patient samples through the course of the sars-cov-2 infection. The author reports that the omicron had been shown to infect faster and more efficiently than delta in the human bronchus, but with less severe infection in the lung. The article states that the increase symptom of sore throats and decrease of loss of taste and smell, were better detected by saliva than nasal swab. The article concluded that the performance of covid-19 diagnostic tests must continue to be reassessed with new variants of concern. The objective of this study was to describe the discord in saliva sars-cov-2 pcr and nasal rapid antigen test results during the early infectious period. The author reports that to date, the viral dynamics and test performance in the omicron early infection period have not been described in detail, as it requires participants receiving nearly daily testing to identify cases prior to symptom onset. This report is being submitted to report 3 of 14 false negative results identified in the article with the binaxnow covid-19 antigen self-test. The patient's salvia (CT values = #18) and nasal (CT values = #32) samples generated positive results with pcr confirmation testing. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to correct the information previously reported regarding the investigation. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Based on the above summary, the investigation is deemed complete. The product will continue to be monitored and tracked.